Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid 20mg/ml at 7.2mg/day via an implanted pump. Indication for use was noted as non-malignant pain and post-lumbar laminectomy syndrome. It was reported that the pump went into premature elective replacement indicator (eri) and end of service (eos). The pump stopped and tube set error was noted. An alarm was occurring. The patient had come in for a refill on (B)(6) 2016, and the patient's alarm date was (B)(6) 2016. The patient previous refill in (B)(6) of 2016 stated eri was 20 months. The patient stated that the pump was "beeping." When the pump was interrogated by a registered nurse (rn), the patient saw the "tube set" message. The patient never saw it before and called the hcp. The logs were read by the rn. The logs showed that on (B)(6) 2016 eri occurred. On (B)(6) 2016, eos had occurred. On (B)(6) 2016, tube set message had occurred. The patient did have nausea and vomiting at the approximate time of the pump stopping. The patient was fine at the time of report according to the rn. The physician was in the process of weaning the patient's daily dose down. They were waiting a few months to see if the patient's pain was controlled without using the pump. If it was, the pump would not be replaced. Patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8840, product type: programmer, physician.

Event description:
Additional information was received from a business partner. The patient reported to the business partner that "they also had a workers comp pump that they are having removed¿.problems." The troubleshooting and diagnostics performed was unknown. It was unknown what symptoms the patient experienced. It is unknown if the even was resolved. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.